Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patients needs insulin pump replacement due to malfunctions. The customer was unable to troubleshoot because she is in the car. The customer was called and leave voice message with direct contact. The customer was advised for immediate assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.